Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a low blood glucose (bg) level of 1.4 mmol/l; cause was not known. Reportedly, the customer vomited. The customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the pump personal profile settings were updated. No additional information was provided.